Event description:
It was reported that the trained physician in the use of the starclose device, attempted arteriotomy closure after a diagnostic procedure. The finish arrows lined up (click 3), the vessel locator wings prematurely retracted and the device popped out of the artery, losing access to the site. The device clip fired outside the pt. Hemostasis was achieved with manual compression. There were no adverse pt events as a result of this incident.

Manufacturer narrative:
The results of the investigation did not yield any manufacturing or component defect. No malfunction was detected. Review of the device history record for this lot did not produce any findings that attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.